Manufacturer narrative:
(B)(4): evaluation results (other) a work order search was performed and there were no similar complaint found. Glares and halos may be noted by patients event if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, patients who have glares and halos before the surgery, will commonly retain theses symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 and 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusion: based on the complaint history, work order search and medical review, we were unable to determine an specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon implanted a micl13.2 implantable collamer lens on (B)(6)2006. On the patient post-treatment follow-up form at 48 months, the patient stated "halos at night". Information was obtained from the physician confirming the patient's report. The condition is ongoing and the cause was noted as unknown. The prognosis was good the impact of the condition was minor.